Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Supply changes were performed resolving the issue. There was no impact to the customer's blood glucose level.